Manufacturer narrative:
Date received by manufacturer updated. Device evaluated by manufacturer updated. The high reflector (hr) optic assembly that was replaced was not returned to the manufacturer.

Event description:
It was reported that while performing a laser power test in preparation for a urology stone procedure, the system did not reach the correct power and the physician could not continue with the procedure; no error code was received. Though the patient had been administered anesthesia, the procedure was postponed until another day. There was no patient injury reported.

Manufacturer narrative:
System analysis/service repair: the laser system was tested and inspected. The reported low power output issue was confirmed and determined to be the result of a burnt high reflector (hr) optic. The hr assembly was replaced and calibration performed. The system was tested and verified to specification.